Event description:
Procedure: ovariectomy. According to the reporter: the specimen (ovaria) was put into the bag but the bag detached and fell in the abdominal cavity. The entire bag was retrieved and there was no report of patient injury.